Event description:
It was later reported that the ins battery depletion. The patient had not been able to use her interstim device. Ins battery died but was unsure if it was early depletion. All the patient knew was that she had to go through another procedure. The reporter wanted the manufacturer to "do something" about the ins.

Manufacturer narrative:
Product ID 3037, serial# (B)(4), product type programmer, patient product ID 3889-28, lot# v521988, implanted: 2011-(B)(6), product type lead product ID 3037, serial# (B)(4), product type programmer, (B)(4).

Event description:
Additional information received noted that the old lead was left in and capped off. Battery showed normal depletion. Patient was doing well with new lead and new generator.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient was seeing a warning to replace the programmer batteries. Changing batteries reportedly resolved the issue. At the time of the report, the patient¿s amplitude setting was on program 3 at 8.5v. The patient was seeing the lightning bolt in the upper left hand corner. The patient switched to program 4 at 7v, which was indicated to have been the only program that had been working. The device was confirmed to have been on but the patient was not feeling stimulation even after changing all the programs. The reporter indicated that the patient never used settings so high like she was at the time of the report. It was noted that the patient had recently had a lot of stress and heartache and did not know when stimulation stopped, but could have dated back to march. The patient had been going to the bathroom a lot but had not been paying attention to her symptoms. Approximately 3 weeks later, it was reported that the patient was still having concerns regarding her device or therapy but was working with her doctor or manufacturer's representative. It was noted that the patient had an appointment on (B)(6) 2013. The reporter stated that the patient needed a new battery and lead and was going to be doing this on (B)(6) 2013.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# v521988, implanted: (B)(6) 2011, product type: lead.

Event description:
It was later reported that they were in the operating room (or) . The patient was having a full revision, lead and battery. There were questions on leaving the old lead. The doctor got the lead in the same foramen and they are having great coverage but wanted to know if they could leave the original lead. The generator battery died about a month ago per the office.